Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction. It was reported that the patient's programming had switched from program 2 to 3 at least four times from what the rep could see in the usage log. The patient also stated it had switched from program 7 to 5 multiple times. The patient said they didn't make the switch, that it did it by itself. Since tuesday/wednesday of this week, the patient was put on program 6 and it hadn't switched. The healthcare provider (hcp) and the patient wanted the handset replaced to resolve the issue. A replacement handset was requested to be sent out. The rep was advised that if the programs continued switching after replacement, then patient education would be needed.